Manufacturer narrative:
Analysis was completed and there were no anomalies associated with the device.

Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported a consumer had their system explanted and replaced because it was ¿ineffective -MFR defect per surgeon.¿ no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.